Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during multiple endoscopic vessel harvesting procedures, hemopro2 extension cables that they have used were not working multiple times and in different cases cords were changed out. And also new kits were used. The issues are typically a non functioning cable after starting the hemopro portion of the harvest. The cables will work initially, but then won¿t work properly after a few burns. It will initiate a burn but then cut off soon after. It was suggested that the cords were getting damaged when decoupling. There were procedural delays.

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text: device not returned.

Event description:
N/a.